Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no issues were observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that around 3 weeks ago, she was unable to check her blood sugar and "lost her eyesight", was "shaky" and she "passed out". It was reported that her grand daughter called the paramedics and rushed her to the hospital. Customer stated that her sugar level was 56 mg/dl when checked by the paramedics and received sugar water on her way to the hospital. Customer was administered with one bag of glupufide IV (glipizide) in the hospital to rise her blood sugar and was discharged after her sugar level normalized. There was no report of death or permanent impairment associated with this event.